Event description:
The reporter states that the customer experienced an event where she felt hypoglycemic and obtained the blood glucose results of 110mg/dl and 130mg/dl on the accu-chek advantage system. The reporter's daughter and the paramedics attempted to treat the customer, but were unsuccessful. The reporter's blood glucose was 27mg/dl on the professional meter. The reporter was subsequently transported to the hospital. Her blood glucose was 10mg/dl on the hospital professional meter and the customer was unconscious. She received IV glucose and became responsive 30-45 minutes after treatment. She experienced two seizure episodes during the hospitalization. New system sent and return requested.